Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was visible damage on the instrument, and that there was only a broken wire; no portion of device enters into the body of patient. Issues with the instrument moving in the opposite direction were not observed and there were not any issues involving limited or imprecise motion.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.